Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of device migration, exposure, high intraocular pressure and vomit are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a patient threw up right after xen®45 gts implant, intraocular pressure (iop) of 20 mmhg with disconnected stent from the anterior chamber and exposed xen®45 gts through conjunctivae in the right eye. Patient was treated with viscoelastic and burped wound to reduce iop. Xen®45 gts has been repositioned back into place and close conjunctivae. All events have been resolved with iop of 13 mmhg, low lying diffused bleb, siedel negative and reduced usage of pred forte to bid. The device remains implanted.